Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated with low vault. On (B)(6) 2023 the lens was explanted. A replacement lens of the same model/longer length lens was implanted. Reportedly "ocos did recommend 13.7 but using the optimized nomogram and given the numbers above, we decided on 13.2.". Claim# (B)(4).

Manufacturer narrative:
Additonal information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated with low vault. On (B)(6) 2023 the lens was explanted. Reportedly "ocos did recommend 13.7 but using the optimized nomogram and given the numbers above, we decided on 13.2." Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an 13.2mm implantable collamer lens into the patient's right eye (od). It was noted ocos did recommend a 13.7mm lens; but the surgeon decided with a 13.2mm based on the patients information. The reporter indicated the patients lens had rotated 90 degrees the next morning. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.